Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope distal tip of the insertion tube was damaged; there were several pieces of white plastic strands protruding from the tip of the scope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The date of event is unknown. A supplement report will be submitted if provided. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.